Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 29th of june 2020 getinge became aware of an issue with one of our surgical light. As it was stated during the inspection of the device it has been found that arm¿s cover of the device is missing. No information about any injury has been provided, however we decided to report this issue in abundance of caution and based on potential as any parts falling from the device could be a source of contamination. Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights. As it was stated during the inspection of the device, it has been found that arm¿s cover of the device was missing. No information about any injury has been provided, however we decided to report this issue in abundance of caution and based on potential as any parts falling from the device could be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification. As arm¿s cover was missing it could be considered as technical deficiency and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.